Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on an unreported date in the same month as the onset of the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (dose, route, and frequency unknown). On an unreported date in the same month as the hospitalization, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: the patient experienced peritonitis on an unreported date in (B)(6) 2014. A review of all batch record documents was performed for potentially associated lot number(s) h13e31025 and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.